Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic nephrectomy, the balloon did not inflate and the balloon broke. The procedure was completed with another device. There was no patient harm.